Event description:
Related manufacturer reference number 3006705815-2022-00864. It was reported that patient experienced an infection at the lead and ipg sites. As a result, surgical debridement was performed wherein the incision sites were washed out to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-00864. It was reported that patient experienced an infection at the lead and ipg sites. As a result, surgical debridement was performed wherein the incision sites were washed out to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.